Event description:
Mr (B)(6) was scheduled for a robotic assisted right total knee arthroplasty. He was taken to surgery and anesthesia proceeded with induction. During intubation, it was noted that (2) 8.0 ett malfunctioned with proximal cuff leaks. The et was a covidien shiley hi/lo/oral/nasal tracheal tube cuff 8.0, ref # 86113, lot# 22d0467jzx. The pt's airway was maintained using a lma (laryngeal mask airways). A third ett was tested by anesthesia (not used on pt) and the same proximal cuff leak was noted.